Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a cerebral coil embolization of a unruptured aneurysm at the intracranial cranial artery, a galaxy g3 mini 1mm x 3cm coil (glm910030, l14341) and was inserted to the target lesion, but the loop of the coil came out. Therefore, a balloon catheter was inflated, and the neck was remained be compressed, the complaint coil could be fully implanted. However, the complaint coil was not detached after pressing the detachment button. The button was pressed four times and the coil detached. However, the microcatheter (mc) came off from the target lesion. The procedure completed. The product is not available for the investigation. There was no patient injury reported. There was no damage confirmed prior to use. The device was used and prepped as per the instructions for use (IFU). Initially, an axcel 6fr guiding sheath advanced to the left internal carotid artery and a headway17 microcatheter was approached to the target lesion. Four coils were implanted, the galaxy g3 coil was being used as the fifth coil. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a cerebral coil embolization of a unruptured aneurysm at the intracranial cranial artery, a galaxy g3 mini 1mm x 3cm coil (glm910030, l14341) was inserted to the target lesion, but the loop of the coil came out. Therefore, a balloon catheter was inflated, and the neck was remained compressed, the complaint coil could be fully implanted. However, the complaint coil was not detached after pressing the detachment button. The button was pressed four times and the coil detached. However, the microcatheter (mc) came off from the target lesion. The procedure completed. There was no patient injury reported. There was no damage confirmed prior to use. The device was used and prepped as per the instructions for use (IFU). Initially, an axcel 6fr guiding sheath advanced to the left internal carotid artery and a headway17 microcatheter was approached to the target lesion. Four coils were implanted, the galaxy g3 coil was being used as the fifth coil. No further information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l14341 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - positioning difficulty-coil herniation¿ and ¿coil - difficulty to detach¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. Based on the limited information provided, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. The IFU instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the products available for analyses, the reported customer complaint could not be confirmed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.